Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that the sensor was not showing a blood glucose reading and could not be calibrated. The customer's blood glucose reading was unknown. The customer's first sensor did not work either. The customer removed the second sensor and found that the cannula was missing. The customer called back again to report that a third sensor also did not work. The customer inserted another sensor and it blinked. No further details were provided. The sensor will not be returned for analysis.